Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmia and respiratory dysfunction are a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available and guidelines for optimal patient management. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Though the medical team reported their belief that the cardiac arrhythmia the patient experienced may have been a result of the procedure there were no reported issues with the functioning of the device. In addition, the patient had been diagnosed with pneumonia prior to implantation which may have also contributed to the numerous complications experienced during the post-operative period following the vad implant procedure. Clinical factors that may have contributed to the reported events are multifactorial and may be attributed to the patient's preoperative clinical condition and related comorbidities and the implant procedure. Furthermore, clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Clinical factors that may have contributed to the reported events are multifactorial and may be attributed to the patient's preoperative clinical condition and related comorbidities and the implant procedure. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the clinical study database that this patient experienced multiple complications post vad implant procedure including right heart failure, respiratory dysfunction, cardiac arrhythmia, and non-device related infection (pneumonia). Post-operatively, the patient remained on inotropic drips and antibiotic therapy. He also received multiple synchronized cardioversions for treatment of atrial tachycardia. The treatments were initially successful in converting the patient back to a rhythm in the 90's; however, he subsequently returned to tachyarrhythmia. The patient underwent an emergency transesophageal echocardiogram (tee) which revealed 1:1 aortic valve opening. He was administered adenosine and amiodarone infusions, which converted him to an atrial fibrillation rhythm (in the 110's). Electrophysiology was consulted and the patient was eventually successfully returned to sinus rhythm. On (B)(6) 2015, the patient required reintubation and bronchoscopy due to new onset of a weak cough, respiratory distress, and poor airway clearance. Zosyn was initiated for empirical antibiotic treatment but was later changed to cefepime after receipt of bronchoscopy results. Additionally, the patient underwent multiple echocardiograms (echo) due to right heart failure. Results from (B)(6) 2015 revealed a severely reduced resting left ejection fraction (15%) with mild left ventricular dilatation with aortic valve opening 1:1 with no significant aortic insufficiency (ai). Follow up echo results performed on (B)(6) 2015 revealed left ventricular function with ef of 10%, mild left ventricular hypertrophy and dilatation, and aortic valve opening 1:5 with no significant ai. The right ventricle was not fully visualized but was likely normal sized. Antibiotic therapy was stopped on (B)(6) 2015; but the patient continued with close monitoring throughout his clinical course. All reported post-operative complications were said to have been resolved as of (B)(6) 2015.